Manufacturer narrative:
Hill-rom dispatched a field service technician to inspect and repair the bedframe. After a visual inspection of the bed and siderail, he determined that the pins holding the siderail to the bedframe had released and allowed the siderail release. The technician replaced the right head siderail with another one to repair the bedframe. The siderail involved in this event will be returned to hill-rom for a root cause investigation and a follow up report will be submitted once determined by hill-rom engineering.

Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the patient had injured their shoulder after falling from the bed. The patient indicated he attempted to position himself in bed using the right head siderail when it released and he fell out of bed onto his left shoulder. The patient received treatment for a closed reduction of the left shoulder as a result of the fall.